Event description:
Original complaint statement was "no power with continuous alarm" as a corrective action they, the user facility, checked all fuses, transformer, and output voltage of power supply and they found no problem with them. After replacing the main board with a known good one the problem was solved. Through a request for more info it was found that this unit was working on a pt and then shut down and stopped ventilating with alarms. Part to be returned.